Event description:
The customer reported a patient death with the system being in use. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the device audit trail logs and found nothing to confirm the customers patient's incident on the device during the reported time. The fse was not able to confirm the customers device issue.

Event description:
It was reported the ICU patient death occurred while the patient was connected to the device and the clinical users suspect the mx40 and mp30 devices related to spo2 settings. The customer requested assistance with log file retrieval from all devices. No other clinical information or medical intervention was reported.